Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # (B)(4). The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during low anterior resection procedure, the contour device cut the tissue but did not staple; the staples remained in the drivers of the gun. In order to prevent permanent impairment/damage to patient, the surgeon performed the manual suture (hand suture) with potential risk to the patient of contamination. Currently, the patient is under stable conditions.